Manufacturer narrative:
Additional information received on (B)(6) 2008: details of treatment sessions/date: (B)(6) 2007 dilution volume 10ml, 2ml bidistilled water 2%. Amount injected 12ml. Regions injected: hollow cheeks, jugal wrinkles; upper and lower lips around mouth, chin; eye cavity and eye rings, temple. Poly-l-lactic acid batch number 17016, expiration apr-2009. The patient did not have any previous similar events after treatment with other products. The patient did not have any similar events after poly-l-lactic acid. No histology, or other laboratory tests were performed. Reporter's causality is reported as no assessable. Additional information received on (B)(6) 2008: physician reported that corrective treatment received by the patient included methylprednisolone (urbason) and 5-fluoracil. No further information was provided. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4).

Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female, patient, (approximately (B)(6)), who was treated with poly-l-lactic acid (sculptra) in (B)(6) 2007 (nos) for unspecified indication ((dosage nos). Relevant medical history and concomitant medications were not reported. The patient developed granulomas several months after poly-l-lactic injection. The patient visited her physician in (B)(6) 2008 and the physician stated that the patient had granulomas "all over her face" but basically in nasogenal furrows. The regions injected were cheekbones and cheeks. No further information was provided. Event outcome is ongoing. Reporter's causality: highly probable.